Event description:
It was reported that the device's battery warning and service indicator were lit. Further to evaluation, it was observed that the device would not operate even with a new battery installed; therefore it would not provide defibrillation therapy. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control has evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4): physio-control has evaluated the device and verified the reported failure. Physio removed the main pcb assembly for further evaluation. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Physio-control further evaluated the removed main pcb assembly and determined that the cause of the reported failure was due to a failure of an integrated circuit, designator u17. The customer decided not to proceed with the repair of the device due to costs associated with the repair, and requested that the device be discarded.

Manufacturer narrative:
(B)(4). Physio-control has evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.